Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The 85% stenosed lesion being treated was located in the left anterior descending (lad) artery. The lesion was predilated with a 2.5x12mm quantum balloon and a 2.75x20mm taxus express2 drug eluting stent was deployed. The right coronary artery (rca) was also stented with an unknown size taxus express2 stent. The patient left the room and was in recovery for an hour. The patient began having st elevations and was brought back to the cath lab where a lad occlusion was identified. Another 2.75x12mm taxus express2 stent was placed in the lad. The rca had no stent thrombosis. Patient status reported as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.